Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet system with a g7 cgm experienced sustained hyperglycemia with a highest cgm reading of 270 mg/dl, confirmed by fingerstick, after the last announced meal, while using an inset infusion set placed in the abdomen; the individual reported announcing meals in advance per carbohydrate guidelines, did not change infusion supplies, and frequently disconnected from the pump and used multiple daily injections for correction. Symptoms included high blood glucose. Outcomes included no reported medical intervention, no emergency treatment, and no hospitalization. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction identified and cause unclear, with potential contributing factors including infusion set management and therapy interruptions due to pump disconnection with off-device corrections. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.